Manufacturer narrative:
The implant date (B)(6) 2016 as the exact day was not reported. The removed implant was returned for evaluation. A visual examination was performed; no abnormalities were identified. The implant was intact with no noticeable damage. Based on the results of our evaluation, we cannot determine the cause of the difficulty reported.

Event description:
Approximately one month post-operatively, it was noted on radiographic examination that the device had shifted. The surgeon removed the device in one piece approximately eight months post-operatively.